Event description:
The patient took too much insulin due to results obtained on the suspect device while checking the blood glucose. And almost had a insulin reaction and emts had to take the patient to the hospital. The patient glucose was 57 mg/dl in the ambulance enroute. And was treatment for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.